Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged transfer set mainbody. The root cause is uncertain. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report where there were some cracks found on the light blue main body of the transfer set after being in use for 3 months. There was no disinfectant used on the set by patient or doctor. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.